Event description:
It was reported that the patient experienced left pleural effusion. They were admitted on (B)(6) 2022 for pigtail insertion. The pleural effusion resolved without sequalae, and the patient was discharged on (B)(6) 2022. Additional information was received that the main cause of the pleural effusion was decreased urine output due to chronic kidney disease. The patient was implanted in 2022. The healthcare professionals were not able to review all the patient's clinical observation records since 2022 to check comments on decreased urine output. No additional information was impossible to be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.